Event description:
It was reported that the battery gauge was fluctuating which ultimately resulted in the pump shutting down. The customer's blood glucose ranged from 169-201 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5 h6: add 1503.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 201 mg/dl. The customer continued to use the pump for insulin therapy.